Manufacturer narrative:
We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine(B)(4) (august 24 - 26th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7200066, and #7234192 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7234196, #7211170, and #7198289 and no problems, defects or qn related to the reported issue were found. Based on the customer description, we consider that the particles inside the syringe could be composed by lubricant from the syringe barrel. The lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. No samples returned for evaluation. We could not confirm the reported issue. No corrective action is required at this time.

Event description:
This complaint is MDR reportable. It was reported during use of the bd discardit¿ ii syringe a number of syringes were found to have white plastic in the barrel following drawing back the plunger, this also seems to be associated with pitting of the plunger surface and fraying of its edge. There was no report of injury or medical intervention.